Event description:
The pt reported his scs system was explanted in the year of 2010 due to him experiencing ineffective stimulation since implant.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.